Manufacturer narrative:
The follow up report is being submitted to relay additional information received concomitant products: 00598003701 stemmed tibial component precoat size 3 61603707; 00597206532 all poly patella size 32 mm dia. Standard 8.5 mm thickness 61612169; 00576401552 femoral component option for cemented use only size e right 61538463. The complaint is under investigation. Once the investigation is completed a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00007 3007963827 - 2019 - 00003 0001822565 - 2017 - 08353

Event description:
It was reported by the patient legal counsel that the patient under went an initial right knee arthroplasty and was subsequently revised due to pain approximately two years post implantation. No additional information is provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Reported event was unable to be confirmed due to limited information received from the customer. The articular surface and patellar component were returned for evaluation. The articular surface had nicks and gouges on the condylar mating surfaces and around the post. The patellar component had bone cement on the backside. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.  There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant products: unknown patella catalog #: ni lot #: ni. Drop down stem extension use with mis tibial component 45 mm length catalog #: 00595006745. Lot #: 60621391. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filled for this event: 0001822565-2017-08353, 0001822565-2017-08354.

Event description:
It was reported that patient was revised due to pain,